Event description:
It was reported there was a por (power on reset) condition prior to implant. The manufacturing representative "hooked up" the recharger to the implantable neurostimulator (ins) to "top it off" and noticed a "por call doctor message code". The ins had been received by the manufacturing representative on the day of the report, and was planned to be used the following day. During troubleshooting, the manufacturing representative interrogated the ins with a clinician programmer and it was noted that it gave the typical screen to press ok to begin the service life. The representative clicked "ok" to "implant" and then the clinician programmer came up with an application error screen. The message read "application has halted because of an error: restoresensor ctfsm.ctt 7614". It was indicated that there was not a message of numerical value in the "parentheses". Furthermore, it was noted the lead configuration screen was never seen. The manufacturing representative shut down the clinician programmer because there wasn't an "ok" button to proceed past the error. The ins was reinterrogated with the clinician programmer for a second time. It was indicated that a power on reset occurred and showed error 0x2. It was confirmed that the manufacturing representative had the latest software card. Follow-up is being conducted to obtain the return status of the device. A follow-up report will be sent should additional information be received.

Manufacturer narrative:
Analysis determined the device was functionally okay and had insignificant anomalies. When the ins was received for analysis, the 8840 (physician programmer) showed that the implant life had not been started and that a por had occurred, however, the por diagnostic information did not indicate what kind of por. When the implant life was started, the 8840 programmer would not allow the ins output to turn on. After ending the session and starting a new 8840 session, the programmer indicated a por had occurred with error code (0x0). The ins was able to be programmed and the output turned on. The ins passed all functional testing after the initial 8840 programming session had cleared the por. Further testing showed that this is how the functionality works for any restore sensor device (models 37714 and 97714) when starting the implant life after the por bit has been set.

Manufacturer narrative:
(B)(4).